Event description:
Customer suddenly saw erratic results on many assays. She experienced elevated results that repeated much lower. Assays involved included calcium, ast, alt, hdl and ldl. Approximately 10 samples were affected, no erroneous results were released. Customer provided only one patient example: initial ast result was 300 (accompanied by a data flag), first repeat gave 250, second repeat on another p module gave 57 u/l. Ast reagent lot # was not provided. The field service representative found split vacuum tubing causing detergent to leak and found leftover detergent in cells. He replaced the tubing and reaction cell. The field service representative cleaned all nozzles of the rinse mechanism and performed performance tests, calibration and qc which were acceptable.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.